Event description:
Reportedly, a 33mm mitral valve was explanted at implant due to severe mitral regurgitation detected on toe after coming off cardiopulmonary bypass. Per the customer report, mitral regurgitation was central. The valve was replaced with a 33mm st jude valve. Patient died approx 24 hours after procedure. Patient's death due to septic shock, probably not due to the device failure, but device failure contributed to the condition of the patient. Patient was symptomatic of streptococcus infection causing endocarditis.

Manufacturer narrative:
Customer report of regurgitation could be confirmed. As received,impressions were observed on the free margins of leaflets 1 and 3, which were folded towards leaflet 3. As no suture tracks were visible, these impressions may likely be due to interference in the ventricle such as chordae tendineae or papillary muscles. The wireform was intact, as evident in the x-ray. Sewing ring also appeared damaged on the inflow aspect between commissure 3 and 1. These damages presumably occurred during implant or explant. Method: x-ray. Evaluation was completed and no conclusion can be drawn. The device was damaged presumably during implant or explant. The product instructions for use provide specific steps to ensure proper implantation of this model device. It is unknown if the central regurgitation as described by the surgeon was due to suture entrapment or subvalvular interference. There is insufficient information to conclusively determine root cause for explant of this device.

Manufacturer narrative:
Device evaluation pending receipt of device. Device evaluation anticipated but not yet begun. Additional manufacturer narrative: on (B)(4) 2013, the device was received at our (B)(4) facility for repackaging to return to u.s. For evaluation. Information received indicates the device was received "dry". Evaluation is pending receipt of the device in california to determine if it is in a condition to be evaluated. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Surgeon indicated the patient was symptomatic of a streptococcus infection causing endocarditis. Since this device was explanted at implant, the endocarditis is most likely the result of infection of the patient's native valve. The source was not identified.

Manufacturer narrative:
Edwards lifesciences research and development completed it's functional analysis. The summary and conclusions state: this valve was explanted at implant due to reported severe central mitral regurgitation. No echocardiography recording was provided, thus the reported behavior and functionality of the bioprosthetic valve in vivo cannot be confirmed. Edwards' standardized in vitro testing demonstrated that the total regurgitant fraction (trf) is 5.4%; more than three times lower than 20% allowance per iso5840:2005 for this size of valve. As-received at edwards, the valve presented a mark/depression near commissure 1 with morphology consistent with suture looping or chordae interference. Either suture looping or chordae interference would inhibit coaptation in vivo, and could be responsible for the regurgitation reportedly observed during the operation. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.